Manufacturer narrative:
A sample device was not returned for analysis. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. (B)(4).

Event description:
A logistics operator reported that when an intraocular lens (iol) was being implanted into an eye, it delivered very fast causing a posterior capsule tear. Another lens was implanted into the sulcus. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage could not be observed. No cartridge was returned. Iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint "posterior capsule rupture/the iol came out very fast" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine the root cause. The reported complaint is lacking in relevant information such as associated products (cartridge, viscoelastic) used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).